Event description:
Hill-rom received a report from a hill-rom technician stating the pt right head siderail was stuck in the down position and would not latch. The bed was located on the 9th floor. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the pt right head siderail slide bracket was bent. Per the hill-rom service manual, the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008, 2010, 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the pt right head siderail slide bracket to resolve the issue. Based on this info, no further action is required.